Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples for material #367955 and lot #0275818, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for bubbles in gel with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and the issue of bubbles in gel was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was air bubbles in the gel. The following information was provided by the initial reporter. The customer stated: there were "bubbles." No further information reported at this time.